Event description:
Reportedly, the needle of the endostitch instrument broke in half and fell into the pt cavity as the site was being sutured. X-rays were taken, the needle was located, but the surgeon decided not to retrieve the needle segment. Procedure: unk. Pt status: no pt injury reported.